Event description:
It was reported a patient underwent acl reconstruction on (B)(6) 2013. Subsequently, the patient¿s knee became infected on (B)(6) 2013. It is unknown if the patient has been revised. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction¿ review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-05419/05420).